Manufacturer narrative:
This event is being reported due to a patient experiencing a pneumothorax after using percussionaire's ipv device. Limited information is available for this event, as percussionaire did not receive the requested adverse event forms back from the customer. The specific date of the event, patient details or current condition, and specifics on the product present at the time of the adverse event was not provided to the manufacturer. It was communicated via email by the reporting clinician that the device was not at fault for the adverse event. The event was determined by the reporting clinician to be a user induced adverse event due to lack of understanding of the device. Percussionaire has offered additional training to aid in mitigating this type of user error. The company is in the process of reviewing the instructions for use and will determine if any labeling change is required. Currently, this is an isolated event and there have been no similar adverse events reported. If any trends are observed, all information will be escalated and assessed accordingly. If any additional information for this event is received, a follow up MDR will be submitted to FDA.

Event description:
On march 14, 2023, a customer inquired via email to a percussionaire representative about particular product information, in which it was disclosed that a patient experienced a double pneumothorax after ipv therapy. Limited information is available for this event, as the reporting clinician did not provide additional information upon request and follow up. The specific date of the event, patient details or current condition, and specifics on the product present at the time of the adverse event was not provided to the manufacturer. The customer stated via email that the product was not likely the cause and it was more likely a user error that resulted in the adverse event.